Event description:
It has been reported to co that during the procedure this device experienced intermittent continuity. Reportedly, there was no response, and "bad signal" was noted. Further info was unavailable. There is no report of pt injury. The device is being returned for co's analysis.